Event description:
It was reported that the patient with this left ventricular lead (lv) fell. The next day the system was evaluated and it was found that this lv lead exhibited loss of capture. Dislodgement of the lead is being suspected. No changes have been performed, no plans for a lead revision have been discussed. This lead remains in service. No further adverse patient effects were reported.